Event description:
Co received info that this lead was repaired. During the routine replacement procedure the physician noted this lead had an insulation break at the proximal end. The lead was replaced with medical adhesive and a sleeve. Co is unable to confirm the serial number of the repaired lead, both leads are reported on this report. Implanted 12/08/92. Remains implanted.